Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was placed. No additional adverse patient effects were reported. Additional information from the field indicates that the dislodgement was confirmed via x-ray.